Event description:
Customer reported receiving a motor error alarm on the insulin pump. It was also noted that the insulin pump had an absence of a no delivery alarm. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 130 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery off no power alarms noted. Insulin pump passed off no power test, self test, unexpected error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Unable to prime during prime test, due to faulty force sensor. Unable to complete functional test due to prime anomaly. No motor error alarm noted during testing. Motor was tested outside the device and passed. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, and missing end cap sticker